Event description:
Dr was operating and went to change the gloves and was noted to have blood on both index fingers. There had been no injury and he had no skin openings on either hand. The gloves had a defect that went undetected to the naked eye.